Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, the patient experienced a rupture of the breast implant and developed back pain. A manufacturing record evaluation (mre) was performed for the finished device number 6446431, and no non-conformance's related to the reported complaint were identified. During visual evaluation of the device, parallel lines of shell wear were observed on the anterior view. Additionally, a tear measuring approximately 3.0 cm was found within the shell wear, causing a rupture. The evaluation determined that the rupture is consistent with a shell wear fold rupture. Shell wear failure may be the result of the continuous and sustained stresses to the device. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture at a later time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture concomitant products: 550cc mentor memorygel breast implant, catalog #3544550, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female who underwent primary breast augmentation with a 550cc mentor memorygel breast implant experienced spontaneous right sided rupture post procedure. The patient was also experiencing back pain. The patient came to the physician¿s office and received a medical diagnosis for the rupture. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed.